Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation investigation found the meter to be operating within specification. No test strip lot information was provided. Based on the limited information provided, the root cause of the incident could not be determined. The meter reading at the time of the hypoglycemic incident was not provided. The owner's guide and previous field returns have been reviewed. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the reported high blood reading. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No corrective action will be performed as no system failure could be confirmed. This event will continue to be trended.

Event description:
The patient measured his blood-sugar with the jazz meter at 6:30 pm. The meter displayed 10.5 mmol/l. He then injected a 10/26 mix of exantide and humalog mix25. Around 7:15 pm, he experienced hypoglycemia and an ambulance was called. The emt's meter (brand unknown) measured 2.2 mmol/l. No measurement was taken by the jazz. He was fed chocolate and sugary drinks and recovered.